Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm12.6 implantable collamer lens of -3.00/0.50/010 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2024.the patient experienced excessive vault. On (B)(6) 2024 the lens was exchanged for a spherical lens of shorter length and the problem resolved. Cause of event was reported as unknown.